Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device was explanted due to insufficient pain relief. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Analysis of implantable neurostimulator (ins serial # (B)(4)) found no significant anomaly and revealed that the battery had reduced capacity due to overdischarge. Analysis of the leads (serial # (B)(4)) revealed no significant anomalies and the lead body was cut through and the product was segmented. (B)(4). If information is provided in the future, a supplemental report will be issued.